Manufacturer narrative:
H10: device evaluation: lens returned in a microcentrifuge vial in liquid. Visual observation found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo 12.1 implantable collamer lens of -10.0/1.5/89 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2022. Lens rotation was observed. On (B)(6) 2023 the lens was exchanged for a longer length lens and the problem was resolved.

Manufacturer narrative:
Claim# (B)(4).